Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately one (1) year post initial procedure, the patient presented with a type ia endoleak and migration of the proximal extension. The physician elected to treat the patient by implanting an additional suprarenal afx device on (B)(4) 2019, successfully resolving the leak. The aneurysm was excluded and the patient reportedly tolerated the procedure well. As of date, there have been no additional negative patient sequelae reported

Event description:
Additional information received per clinical assessment reporting a type iii (a or b) endoleak per discharge summary but not substantiated by medical imaging.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported migration of the proximal extension and type ia endoleak due to a lack of relevant medical records and imaging. In addition, a type iii endoleak (unspecified whether a or b) was reported per discharge summary from (B)(6) 2019, which was present prior to the secondary endovascular repair. The procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. Contributing factors include the use of ovation ix with afx duraply, which is outside the indications of use for these two separate endovascular aaa systems. The final patient status was discharged home and stable on the first post-operative day following the secondary endovascular procedure. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.